Event description:
It was reported to philips that the device was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the device was unable to produce x-rays, which had impact on imaging. Review of the system log file showed that there was failure in the detector fronted bist frontal. Upon troubleshooting, fse found that the detector didn¿t produce any images. To resolve this issue, fse replaced he detector and calibrated the unit. The defective part was returned to philips for analysis and found that there was failure in the power supply. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.